Manufacturer narrative:
Product in complaint will not be returned. Therefore, physical investigation cannot be performed. A supplemental report will be filed if the product in complaint is returned and investigation is completed.

Event description:
Complainant alleged that while in use on a mannequin, the autopulse resuscitation system performed 10 compressions then stopped and displayed a user advisory ua 20 (position out of range) message. There was no report of any patient involvement. No additional details were provided.